Event description:
It was reported that the procedure was to treat an un-specified lesion. The 2.75 x 18 mm xience v stent delivery system (sds) was advanced through the guiding catheter; however, the shaft separated at the hypotube. A portion of the sds remained in the guiding catheter, and was retrieved by the physician with tweezers. The same guiding catheter and guide wire were used, and a new 2.75 x 18 mm xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft, balloon, and stent implant and in the guide wire lumen and contrast on the shaft, consistent with handling and the sds advanced into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers. There were stent struts in the first row of proximal stent struts that were bent back towards the tip. There were clear fibers wrapped around the bent stent struts. Since this damage was not reported in the incident information, the stent damage may have occurred during packaging, handling and return to abbott vascular for analysis. Additionally, handling during packing may have contributed to the stent coming in contact with a cloth or other type of material, resulting in the noted fibers on the stent as there was no mention of the fibers on the stent prior to or post procedure. The hypotube had separated 20 centimeters distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was stretched and separated at the same location. There were multiple kinks and bends noted to the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely the sds was not properly supported during advancement in the hypotube, resulting in the hypotube kinking as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation would have caused the hypotube to separate. A search of the lot history record indicated no nonconforming material records for the lot related to the complaint and a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.